Event description:
The customer reported display is dim. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
B4:01sep2021. The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not a reportable event.